Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 xpi instrument and instrument data. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two discordant high immulite 2000 xpi troponin results were generated on one (1) patient sample. The first result was reported to the physician and questioned. The laboratory repeated the sample several times with different results. There was no known report of treatment given or withheld based on the discordant troponin results.